Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal catheter (ID 823072) was not working. The patient was complaining about imbalance, dizziness and was not able to walk properly from last 3-4 months. The shunt was programmed at 110 when it was placed in (B)(6) 2017, also, it has been re-programmed few times during last 5 years and it¿s currently programmed at 40. The catheter remains implanted.

Manufacturer narrative:
Bactiseal catheter kit (ID 823072) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.